Manufacturer narrative:
The insulin pump has constant motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Failure analysis was unable to confirm motor position encoder error alarm in alarm history screen due to motion sensor test failure alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a motor position encoder error alarm on the insulin pump. Customer's blood glucose was 45 mg/dl at the time of incident. The customer also reported a motor position encoder error alarm occurred during a displacement test. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.